Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue, and the customer corrected the time.